Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter complained of display issues with coaguchek xs meter serial number (B)(4) that were first observed 1 week ago. The patient stated that the bottom part of '88.8' shows on the meter screen when putting in a strip but does not see a code on meter. When the patient puts in the strips the display becomes weaker and when testing on the meter the screen is full and bright. Shortly after test, the patient can only see the bottom of the '88.8' and the blood drop. Upon completing a display check, the '88.8' was clearly displayed on the screen. The last result listed in the meter memory is very faint on the display. The patient stated he can accurately read the results and that he has not reported any incorrect results to his healthcare provider. The display issue complained about could cause results to be misinterpreted.

Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, an improperly contacting conductive rubber was detected. Most parts of the display segments are displayed with a weak contrast. After correcting the position of the conductive rubber by removing and reinserting, the display is faultless.